Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely causative agent lot 92539li00 whereas the complaint activity is slightly elevated for lot 95024li00. The tracking and trending report review determined that there are no adverse trends. Testing of retained material of reagent lots 95024li00 and 92539li00 met specifications for sensitivity. The negative control and positive control showed values within specifications. Additional 12 replicates of the positive control were tested with alinity I anti-hcv reagent lot numbers 95024li00 and 92539li00. All values were within specifications. No customer returns were available for evaluation. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The likely cause lots detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. The performance of the likely cause lot(s) was investigated by completing a review in the corrective and preventive actions system for potential nonconformances, non-conformances or deviations related to the likely cause lot(s). This review did not identify any potential non-conformances, non-conformances or deviations related to the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 8p06, that has a similar us product distributed in the us, list 1l79. Patient identifier: multiple = (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The account generated (B)(6) alinity I anti-hcv on a patient who was (B)(6). Sid (B)(6) was alinity I anti-hcv (B)(6) but pcr hcv rna qualitative (B)(6) with a viral load of (B)(6). A second sample from the same patient, sid (B)(6) was alinity I anti-hcv (B)(6) but hcv rna (B)(6). No impact to patient management was reported. No specific patient information was provided.